Manufacturer narrative:
The device was returned for evaluation. The complaint is confirmed. The root cause is attributed to excessive force applied to the fuse zone. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the tip of the catheter broke off during an angiogram on a patient with a calcified lesion. The catheter was passing through the lesion and when torquing the tip came off the catheter and was left lodged in the calcification. No intervention has been performed to remove the tip. The patient is on observation. Several attempts have been made to gather additional information.